Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Sc-1232; (B)(6). The returned implantable pulse generator (ipg) was analyzed and a database analysis was completed by the technical support team. Ipg resets while charging was noted in the ipg database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. With all the available information, boston scientific concludes ipg having a bluetooth fault code when charging has been confirmed. During the analysis of the database, the signature related to CAPA 00007216 was detected. Bluetooth low energy (ble.cpp) faults occurred while charging, which can cause a system reset. The interactions of the charger's charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Therefore, the investigation conclusion code cause traced to device design will be used. The investigation is associated with CAPA 00007216.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.